Manufacturer narrative:
Product complaint # (B)(4). Device evaluation summary: a suture needle was submitted for evaluation. A fracture was observed in the body of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage and a cup-and-cone shaped fracture observed coincidental to the fracture provide additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. The evidence of this examination indicates that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and overstressing of the needle.  There is no evidence of any material flaw that would cause premature failure.

Event description:
It was reported that a patient underwent an unknown procedure in 2019 and suture was used. It was reported that the needle crooked during use. There were no adverse patient consequences reported. Upon evaluation of the returned device, a fracture was observed in the body of the needle.